Manufacturer narrative:
The service rep installed new computer with 5.2.1 s/w. Installed new keyboard and mouse. Verified system tracks correctly and verified operation external video input. Reloaded customer network settings, verified exams can be pushed to system from CT. System is operating as intended.

Event description:
The customer reports unable to reboot. This happened when attempting to send scan to system from CT. No direct pt involvement. Physician had to do 1 case without use of system. Tech support suggested changing keyboard and mouse.